Event description:
The customer reported "smoke from the unit". The customer took the unit out of service until it could be repaired. Attempted to follow-up with the customer regarding potential physical complaints related to the reported issue, the customer was not available. The asp field engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter. All tests, measurements, and calibrations met manufacturer specifications.